Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that no follow-up was needed to be done with the manufacturer representative (rep) or healthcare provider (hcp) as they stated the issue was covered during their phone call with the manufacturer. The patient noted that the issue of them not feeling stimulation may have been due to them turning it down too far in error. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient finished charging the ins and then it "turned off." The patient clarified he means he stopped feeling stimulation. The patient checked the device and it showed stimulation was on. The patient increased it to 1.3 volts and felt stim. The patient didn't know why the stimulation stopped. The patient said the night prior to the report they were sleepwalking and fell big time. The patient was told this could be the reason they stopped feeling stimulation earlier and to follow up with the hcp if it continued. No further complications were reported.